Manufacturer narrative:
Initial and final (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issues on (B)(6) 2025.the infusion set was accidentally pulled out during use due to tubing catching on something or pump falling. No further information available.